Event description:
An electrode broke off inside a pt during a procedure. Procedure was aborted. The hosp is not planning to retrieve the piece because the dr stated the pt is not in any danger. There was no allegation of harm.